Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a 2.5x20mm maverick2 balloon rupture occurred. There were no pt complications. Pt status is reported as "good".